Event description:
In 2009, boston scientific corporation was informed that post polypectomy, the resolution device clip would not close. The procedure was completed with another of the same device without any pt complications. Pt is "stable".